Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 10, 2020. Upon further investigation of the reported event, the following information is new and/or changed: ) h6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code : 3259 - improper physical structure. Conclusions code : 19 - cause traced to user. The affected sample was inspected upon receipt and found to have a burn hole on the plastic of the v-cutter. Cracks in the plastic around the electrical path and the burn hole were observed. A representative retention sample was inspected and found to have no damage and electrical measurements were found to be in specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the cutting blade was less effective and took longer time to cut. As per user facility, it was working okay during procedure until the last 5 minutes of harvesting and found out that the plastic part on the tip was burnt after pulling out the device. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.